Event description:
Caller reported that a malfunction alarm occurred on the pump. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the device, after which the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if any future issues arise, which the caller acknowledged and understood.